Manufacturer narrative:
Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The cassette passed the test. Other analysis: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed.

Event description:
It was reported that a "no disposable, pump won't run" alarm went off twice. No patient injury was reported.